Event description:
It was reported that the patient implanted originally in (B)(6) 2013 has noticed gradual increase in incontinence 6 years after implantation. Device seemed to cycle properly and upon intraoperative inspection, no malfunction of device was note. Patient underwent a reimplant procedure of his artificial urinary sphincter (aus) due to device performance issue.